Manufacturer narrative:
(B)(4). This complaint is related to (B)(6) / medwatch #1828100-2017-00186.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler was constantly turning on and off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. Per the field service representative (fsr), the perfusion technician that managed the equipment is no longer available as a contact for the user facility. During preventive maintenance (pm) service, the reported complaint condition was not duplicated. The unit was functional at the time of the service and were still being used without issues. No parts were returned. Diligence for additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.